Event description:
Healthcare professional reported left side "had superficial seromas that drained spontaneously. A physician allowed drainage at the point patient had cellulitis on both breasts." Healthcare professional additionally reported "biofilm," "surgical wound breakdown, exposure, and murky fluid draining from site." Treatment had been provided in the form of "levoquin, IV clindamycin, and I&d." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, cellulitis, wound dehiscence, exposure, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "had superficial seromas that drained spontaneously," "cellulitis," "surgical wound breakdown, exposure, and murky fluid draining from site."

Event description:
Healthcare professional reported left side "had superficial seromas that drained spontaneously. A physician allowed drainage at the point patient had cellulitis on both breasts." Healthcare professional additionally reported "biofilm," "surgical wound breakdown, exposure, and murky fluid draining from site." Treatment had been provided in the form of "levoquin, IV clindamycin, and I&d." The device has been explanted.